Manufacturer narrative:
Other system components. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 895130011, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 904984009, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) was scheduled to undergo a revision procedure due to an unspecified reason. Additional information was received that the surgery was planned due to a leak in cuff. All components of the existing device were explanted and replaced. No patient complications were reported.